Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated ¿38 ¿ insulin, consecutive stalled motor¿ alerts, after which the user transitioned to subcutaneous insulin via multiple daily injections; the device was verified in history and a replacement was arranged with instructions for shutdown and return. Symptoms included hyperglycemia with a reported peak of 211 mg/dl without ketone testing, loss of consciousness, dizziness, or need for medical intervention. Outcomes included temporary elevation of blood glucose that the user managed with back-up therapy and continued cgm use with dexcom g6. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The alert 38 could not be duplicated manually during this investigation. Complaint is confirmed but cause is unknown.